Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the tip of the introducer tube was received torn and missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a breast biopsy, the marker didn't deploy. Retracted the probe and used a competitive device to complete the case with no pt consequence.